Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. Successfully downloaded history files and traces using thump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found on: 05/16/2024 02:08:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 08:17:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 11:07:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 11:08:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 11:09:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 12:18:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 12:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 05/16/2024 12:38:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 12:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 05/16/2024 13:19:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/16/2024 13:29:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 05/16/2024 13:33:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/20/2024 00:29:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/20/2024 10:31:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/20/2024 10:32:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 03-jun-2024 in the formatted history file. Lostsensor1alert (780) was found on: 06/03/2024 01:09:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.